Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material # 304134, batch # 4129094. It was reported that the bd syringe control 10ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Hair was found in syringe control.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.